Manufacturer narrative:
Follow-up #1: additional information was received and the product was updated from otp to unknown pump.

Manufacturer narrative:
Follow-up # 2 - device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2016. The serial number of the pump in this complaint file was updated to the correct value on (B)(6) 2016. The following findings are results of the original product analysis of the pump with the correct serial # (B)(4) related to another complaint: during a visual inspection of the pump, the symbols were observed to be worn off the keypad, and the keypad was peeling at the ok and down arrow buttons. During testing, all of the keypad buttons were unresponsive to user presses. The keypad cover was removed, and contamination was found under all of the keypad button contacts. Additionally, the bolus button cover was punctured, and the button was unresponsive to user presses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.